Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 54.4% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.